Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was cut while patient was undergoing another surgery. It was "cut right along the spinal column". Patient was getting intravenous medication. The pump infused hydromorphone and clonidine.